Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had a precharge voltage error and would not boot up. There is no report of injury or death associated with this event.